Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Bezoar and duodenal ulcer are known complications of a peg- j tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, a gastroscopy was performed and a bezoar and duodenal ulcer were identified. The old intestinal tube was removed and discarded. It was not replaced. The patient will be without a pump for 30 days, will be treated with proton pump inhibitors to heal the ulcer, and an intestinal tube replacement procedure will be performed after.